Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. A new system was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.